Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. Log files were provided and the unit was updated to software patch 19. Vyaire medical confirmed that a software update most likely resolve the issue. The o2 cell was calibrated and performed a circuit test. Tested ventilation at 21%, 70%, and 100% oxygen. The ventilator is fully operational and now ready for use. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us has a blower overheated on tag. The error 2200 could not find in the manual. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Changing the filters seems to have resolved the problem, as the temperature returned to normal after the next start-up. It appears that the user did not adhere to the defined exchange interval. Updated software to patch 19 and the software update most likely resolved the problem. Calibrated the o2 cell and ran the circuit test. The ventilator is fully operational and ready for use. Root cause of failure was determined due to user fault - lack of maintenance / filter exchange. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.